Event description:
It was reported by repair work order that the cot could be operated within the ambulance while in the cot fastener due to a bent metal linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the magnet mover was out of alignment. This component prevents unintended motion of the cot inside the ambulance which may cause damage to the cot. This would require user input to engage the extend button on the cot or an electronics failure such as the button assembly of the cot. The cot did not have any reported unintended motion or electronics failure in this event. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot could be operated within the ambulance while in the cot fastener due to a bent metal linkage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.